Manufacturer narrative:
The patient's ethnicity/race was reported as white by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 64-year-old female patient underwent implant placement at tooth number 10 on (B)(6) 2026, the implant failed to osseointegrate before the second stage surgery and was removed on (B)(6) 2026. No fractured components or fit issues were reported. Per the report the patient did not experience any symptoms, permanent injury, or required additional procedures. The patient's bone quality was reported as type ii with excellent oral hygiene. The implant was not replaced. Event was reported to the dental office located in jupiter, florida.